Event description:
It was reported when an asymptomatic patient presented in clinic for a follow-up, far field r-wave oversensing was observed on the atrial channel. Programming changes were recommended. No further information on the patient condition and resolution.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.